Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's relative reported via phone call that the customer had high blood glucose. The meter read high. The customer's current blood glucose was 581 mg/dl. They treated with manual injection. The insulin pump was checked and it was fine. The insulin pump will not be returned for analysis.